Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. It was confirmed that the identity of the foreign material is polypropylene, or resin. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the medical instrument used with the endoscope was deteriorated or broken, and a fragment entered as foreign material into channel and clogged the channel. The device was reprocessed in accordance with the instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope had foreign object(s) found inside the nozzle during inspection. There were no reports of patient involvement.